Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due pain,cup loosening, elevated metal ions and noise. Update (B)(4) 2013 litigation alleged the patient suffered pain, stiffness, discomfort, weakness, immobility and toxicity of metal in the body as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. **update** - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained on (B)(6) 2013. Medical records indicate patient was revised due to pain, noise, pseudotumor, blackened material, and corrosion. Sleeve adapter and stem added to complaint.